Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was 2.1 mmol/l and 2.6 mmol/l. Customer was treated with food. Customer reported that the insulin pump did not over delivering. Customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.